Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and advised to call back if the issue reappears.